Event description:
Information was received from a patient via distributor who was implanted with an implantable neurostimulator (ins) for unknown ind ications for use. It was reported that the patient was implanted at the end of 2020. When they try to recharge it, the message ¿battery depleted¿ appears and they have been unable to recharge for the past few days. The implanted neurostimulator (ins) has not been checked for 5 years. Intensity set at 4. Pain at the ins site. They experiences shocks and cannot recharge. The charging antenna becomes hot. Advice given to contact the center for evaluation. A replacement recharger kit was requested. Last recharge was more than a week ago; normally they recharge every 3¿4 days.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: france medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.